Manufacturer narrative:
The heartmate 3 lvas was implanted during the (B)(6) clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the patient was unable to be weaned off ventilator. Sputum culture obtained and was found to be positive for klebsiella.

Event description:
Adverse event resolved on (B)(6) 2017. Patient had changes to medication and was given parenteral antibiotics.

Manufacturer narrative:
Section b5: additional information.

Manufacturer narrative:
Section d4: correction. Section g4: the manufacturer's aware date was inadvertently left out of the previous follow-up report. The correct aware date was (B)(6)2019. Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.